Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead was capped and replaced on (B)(6) 2019 due to high and out-of-range impedance. Fluoroscopy revealed that there was no slack on the lead. No fractures were noted under fluoroscopy. The patient was stable.